Event description:
Patient reported once they filled the cassette and when they tried to pull the air out, the solution was leaking out. Patient was unsure if it was sealed properly. Patient confirmed they used a new cassette and discarded the defective cassette. No other issues reported. No further information, details or dates available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose amount: veletri sdv? 12 ng/kg/min. Did the reported product fault occur while in use with patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did pharmacy replace device? Unknown. Did the patient have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. Outcome? Unknown.